Event description:
Prosthesis broke in the pt's ear after only being in for 10 days. The pt had tympanoplasty done approx. 9 months ago. Pt then underwent the 2nd stage procedure with ossicular chain reconstruction approx. 2 weeks ago. The pt did well post-op. Hearing was back to normal with out the aid of hearing aids. The pt went home, then the next morning, day 11 post-op, pt noticed acute change of hearing and returned for a follow-up. Physical exam revealed a normal ear exam, but there was conductive hearing loss. The diagnosis was dislodging of the prosthesis, therefore, the pt was taken to the or. The middle ear space was examined, and the prosthesis was found to be dislodged, and broken in half. Both pieces were then removed and a different prosthesis was placed over the capitulim of the stapes. The pt tolerated the procedure well and was transferred to the recovery room in good condition.